Event description:
It has been reported to philips that the host computer was corrupted, which could prevent the system from booting. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that host pc was unable to bootup. Upon checking with customer, quote for evaluation and repair service was sent to customer. No response received from the customer and quote expired. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.